Manufacturer narrative:
Event date is unknown.

Event description:
It was reported in a journal article that the patient underwent a left knee arthroplasty revision due to aseptic loosening approximately 9.1 years post implantation. No further information is available.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported in a journal article that the patient underwent a left knee arthroplasty revision due to aseptic loosening approximately 9.1 years post implantation. No further information is available.